Event description:
The MFR's rep reported that during surgery to implant catheter, "extreme difficulty removing guidewire/stylet from catheter; much bunching and holes occurred." The surgery was lengthened due to need to re-insert new needle and catheter. This catheter was not implanted; another similar catheter was successfully implanted. The pt outcome is reported as "new catheter implanted; no problems."

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.